Manufacturer narrative:
Citation: ojeda s et al. Impact of the repositionable evolut r corevalve system on the need for a permanent pacemaker after transcatheter aortic valve implantation in patients with severe aortic stenosis. Catheter cardiovasc interv. 2019 may 7. Doi: 10.1002/ccd.28327. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the incidence for permanent pacemaker implantation in patients who underwent transcatheter aortic valve implantation (tavi) with the corevalve or evolut r. All data was collected between april 2008 and february 2018. The study population included 345 patients and was predominantly female with a mean age of 79 years. All patients were implanted with medtronic transcatheter bioprosthetic valves: corevalve (208) or evolut r (137). No serial numbers were provided. Among all patients, it was reported that 9 early deaths occurred. No other details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: post-tavi permanent pacemaker implantation (55 cases occurred during the index hospitalization, 5 cases occurred between hospital discharge and one-month post-implant, and 9 cases occurred after one-month post-implant). The indications for permanent pacemaker implantation were: greater atrioventricular block, symptomatic bradycardia, sinus node dysfunction, and symptomatic combination of a right bundle branch block, left anterior or posterior fascicular block, and a first-degree atrioventricular block. New-onset left bundle branch block was observed with and without the need for permanent pacemaker implantation. Other adverse events observed: valve implanted low or high in the left ventricular outflow tract. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.